Event description:
On (B)(6) 2023, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter does not power on. The complaint was classified based on the customer care agent (cca) documentation of the initial call and on additional information obtained after customer care (cc) reviewed the call recording. The patient reported that the alleged power issue began on (B)(6) at 9 pm. The patient informed the cca that they manage their diabetes with pills (glipizide 2.5 mg and metformin 500 mg) with diet and/or exercise. The patient also mentioned non-diabetic medication as clonazepam 0.5 mg, losartan and trazodone 100 mg. During review of the call recording, the cca noted that the patient claimed that due to the alleged issue, they felt ¿nervous¿ because they were unable to perform a blood glucose test and the patient felt her ¿hands were shaking¿ when she ate something. Also noted during the review was that the patient increased her non-diabetic medication and took 2 clonazepam of 5 mg, 1 trazodone 100 mg and 1 amlodipine of 0.5 mg at an unspecified time after 9 pm because they felt nervous. The patient denied receiving any medical treatment due to the alleged issue. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca confirmed that the patient was not able to turn the meter on manually when the power button was pressed nor by inserting the correct test strip. The batteries did not need replacing either. Replacement products were sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.